Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 13-mar-2020.

Event description:
The customer reported that the ventilator does not power on, the battery light emitting diode (led) blinks abnormally and the cooling fan intermittently stops. There was no patient involvement. Technical support provided remote assistance to the customer.

Manufacturer narrative:
G4: 10mar2020 b4: (B)(6)2020. The manufacturer¿s international service technician evaluated the ventilator and confirmed a 35 volt failure. The service technician replaced the power management printed circuit board assembly (pm pcba) and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.